Event description:
The lens haptic broke off in the delivery device during insertion into the eye. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2010-00055 for the intraocular lens used with this delivery lens.